Event description:
The customer tested his blood glucose using his contour meters and received readings of 399 and 90 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to troubleshoot or provide any additional information. No product will be returned.